Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2021, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was failed. A field service engineer fse observed that some cubie pockets opened physically but failed to register on the screen, displaying a retry message despite the lids being open. Diagnostics were performed and all cubies were released for half height 4.1. The device was shut down, and all cubie trays were inspected, with no visible issues found. Some row board connections appeared loose, and the drawer had previously been reseated. The row board cable and drawer controller were replaced, and no debris was found. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pockets frequently failed and they were not recoverable. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.